Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an attempted implant of a pacing lead, the physician reported high impedance with multiple sites attempted. The lead was explanted and another lead was placed successfully. No patient complications have been reported as a result of this event. The patient was part of the (B)(4) study.